Event description:
It was reported that one day post implant, the lead measured low r-waves and the lead was repositioned successfully into a new location on the right ventricle apex. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.